Event description:
It was observed during the device inspection, that the light source exhibited a scorched inlet fuse box. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, olympus confirmed the reported malfunction, but a definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.